Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Patient initials are (B)(6). Exact date of symptom onset is unknown. This report is for three (3) unknown 3.5mm va locking screws. (Other): without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. The complainant part is not expected to be returned for manufacturer review/investigation. PMA #: unknown, as specific part and lot numbers for the complainant screws were not provided. However, based upon the reported system, the likely 510k is k121601. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to reports of post-operative pain. The patient had originally sustained a distal tibia/fibula fracture that required fixation. The original procedure was performed on an unknown date. Sometime thereafter, the patient began experiencing pain in the area of implant. As a result, a revision was undertaken to remove all of the original hardware, which included: one (1) 2.7/3.5mm variable angle - locking compression (va-lcp) medial distal tibia plate, one (1) 2.7mm va locking screw, one (1) 2.7mm metaphyseal screw, one (1) 3.5mm low profile cortex screw, and three (3) 3.5mm va locking screws. All hardware was intact at the beginning of the procedure; however, two (2) screws broke during explant. A twenty (20) to thirty (30) minute delay resulted, but the procedure was ultimately completed successfully. This report will address the reason for revision only (pain). The reported intraoperative event, and resulting surgical delay, will be captured in and reported under linked (B)(4). This report is for three (3) unknown 3.5mm va locking screws. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
The initial medwatch identified one (1) 2.7mm va locking screw having been explanted; however, there were a total of three (3) 2.7mm va locking screws removed during the revision. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: the explanted hardware included three (3) 2.7mm va locking screws.